Event description:
It was reported the pt experienced a severe headache five days into a trial. The pt's leads were explanted in the emergency room ending the trial prematurely. The following day the pt reported the headache had decreased by 50%. Follow-up determined the headache has resolved and the physician is unsure of the source of the headache.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.